Event description:
The customer stated that she was taken by ambulance to the hospital, due to hypoglycemia. The customer's blood glucose reading at the time of the report was 418 mg/dl. Troubleshooting was performed, and found that the insulin pump was programmed correctly. The customer stated that her doctor lowered her basal rates to correct for the low blood glucose. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.